Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, moderately tortuous, 75% stenosed distal-mid-proximal right coronary artery. The whisper ls guide wire was advanced to the lesion; however, the torque was not felt at the distal end of the guide wire. The guide wire was retracted from the anatomy and the tip was found to be kinked. A new balance middleweight (bmw) guide wire was used. Some resistance was felt during advancement of the 2.5-15 mm trek rx balloon to the lesion. The balloon was inflated; however, the balloon ruptured on the first inflation between 8-10 atmospheres. A new 2.25 mm trek was used to complete dilatation and the procedure was completed after deployment of a stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.